Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported through the FDA medwatch that the byte aligners did not straighten their teeth, caused long lines that looked like cracks in their front teeth and they have dealt with tmj that has been confirmed by their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.